Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2016 with the following findings: the black box data indicated dates from (B)(6) 2016; the black box data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the current black box data indicated evidence of a stuck voltage resulting in a voltage drop on (B)(6) 2016 at 11:29. The battery compartment was intact and the battery cap was able to fully tighten. The pump powered on normally with the returned battery cap and did not draw excessive current. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.